Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was reset, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported a failure of manual mode to operate as expected. There is no report of patient involvement.